Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was plugged into power supply and left on the sterile table with drapes for the harvester. No one notice it was in the activated position until it caught fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was plugged into power supply and left on the sterile table with drapes for the harvester. No one notice it was in the activated position until it caught fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.